Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Inner ball disassociated from the larger poly ball and the hip dislocated. 28 mm inner ball & had to take the patient to surgery to remove both implants and re-implant. Doctor put an mdm hip in a patient with a smith & nephew stem so the inner ball is a 28 mm s&n ball with our mdm poly, liner, screws & cup.

Manufacturer narrative:
The device was not returned. An event regarding dislocation of an adm liner and competitor head was reported. The event was not confirmed. Method and results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a DHR review could not be performed as lot information was not provided. Complaint history review: complaint history review could not be performed as lot information was not provided. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as implant sheets, return of the device, primary operative report, clinical/past medical history and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
Inner ball disassociated from the larger poly ball and the hip dislocated. 28mm inner ball & had to take the patient to surgery to remove both implants and re-implant. Doctor put an mdm hip in a patient with a smith & nephew stem so the inner ball is a 28mm s&n ball with our mdm poly , liner, screws & cup.